Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and was not detected on bus. A field service engineer (fse) found that the ghost failure had already been resolved by the customer by manually opening the tower doors and recovered them prior to the arrival to resolve the issue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer and door was not detected on bus, when the user tried to recover storage there was nothing to recover. The customer rebooted and shut down the unit multiple times, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.